Event description:
The customer reported that the buttons are unresponsive. Troubleshooting was performed. It was found that the buttons are still and intermittently responsive. The pump alarmed with the reservoir and tubing connected. However, the pump passed the self-test without the reservoir. The high-pressure test was not performed due to the lack of clamp. Later the customer called back to inform that they were hospitalized for high bgs.